Manufacturer narrative:
There was no patient involvement. Livanova (B)(4) manufactures the centrifugal pump 5 (cp5). The incident occurred in (B)(6). A livanova field service representative was dispatched to the facility to investigate the device. He could confirm the reported issue and found that also the control panel got damages. He connected the affected drive unit to a second panel and the drive unit started to smoke and spark damaging also the second panel. The technician replaced the drive unit and the panel and the issue was solved. The most likely root cause of the reported event is a short circuit on the motor control board of the cp5 drive unit.

Event description:
"Livanova (B)(4) received a report that a centrifugal pump 5 (cp5) was keeping on tripping the breakers of the s5 system in use during setup." There was no patient involvement.